Manufacturer narrative:
Unable to determine cause as the failed component has not been returned.

Event description:
During a surgical procedure, the surgeon attached a mayfield to the (B)(4) coupler. After 5 to 10 minutes of attachment, the coupler broke. The surgeon removed the pt from the table, after reviving pt, the surgeon determined if there were any apparent injuries. None could be observed, a new coupler replaced the failed unit and the surgeon continued the case.